Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment threads were stripped. This report is made based on results of investigation completed on 11/20/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: a visual inspection confirms that the threads inside the battery compartment were worn/stripped and unable to secure battery cap tightly to the pump. There is no cracked or damage to the battery compartment. The display lens is found to be scratched. (B)(6).